Event description:
During an angioplasty procedure, the marker in the tip of the cath rapid transit 150cm w/ext microcatheter could not be confirmed through image. The device was being used to support the guidewire. The microcatheter was exchanged for another product and the procedure was successfully completed without patient injury. No anomaly was noted prior to use and there had been no resistance or tracking difficulty. Characteristics of lesion/vessel were not available. It was unknown if the marker band was seen on the device after removal from the patient.

Manufacturer narrative:
During an angioplasty procedure, the marker in the tip of the rapid transit 150cm w/ext microcatheter could not be confirmed through image. The device was being used to support the guidewire. The microcatheter was exchanged for another product and the procedure was successfully completed without patient injury. No anomaly was noted prior to use and there had been no resistance or tracking difficulty. Characteristics of lesion/vessel were not available. It was unknown if the marker band was seen on the device after removal from the patient. There is no information regarding the height and weight of the patient. Based on the analysis of the returned device there are no anomalies with the marker band configuration, position, or material. Although no conclusion can be made regarding specific contributing factors, it appears that patient and or procedural factors contributed to the event. There is no indication of any manufacturing related product issues. Therefore, no corrective actions will be taken. A non-sterile rapid transit microcatheter was received coiled inside of a plastic bag. Hub presented no damages. Compressed sections were observed on shaft. The cause of the compressed sections located in the microcatheter's shaft does not appear to be related to the manufacturing process since inspections are in place to prevent these kinds of damages leaving from the facility. Additionally it was reported that the device appeared normal prior to use. Marker band was located properly in the end of the distal tip. Distal section of the microcatheter was inspected and was observed that the marker band presented no anomalies; in addition the marker band was inspected under higher magnification and also compared with a microcatheter rapid transit cordis lab sample and no anomalies were noted. Marker band position was measured and was found within specification. Sem and eds (x-ray) were required to identify the composition of marker band and the conclusion of the sem report indicates that the marker band x-ray analysis yielded (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15002219 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.